Event description:
It was reported that following the implantation of a retroarc sling the patient experienced mild urinary retention that required the patient to be discharged "with [an] indwelling catheter". The patient "came in 2 days later to the office and had [the catheter] removed and [is] doing well." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.